Manufacturer narrative:
Concomitant medical products: enlw1616c124e, sn (B)(4); enlw1613c124e, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that on a follow up CT scan continued sac expansion was observed by the physician, aneurysm now 70 mm. The patient has had onyx glue for their type ii endoleak from lumbar and ima, in the past. It appears that the proximal neck has continued to dilate and the stent graft appears to have thrombus around it. A CT was done and an angiogram was performed; however, no endoleak was visualized. The stent graft has not migrated and is still exactly place where it was originally placed. The physician feels with the aneurysm still growing the best thing to do bilateral renal snorkels and cuff placement up to the sma which gives a 2 cm proximal landing zone. The physician stated that the cause of the event was due to disease progression. The patient was treated by implanting an endurant aortic cuff with bilateral snorkel of the renal arteries. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.